Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a vibrate error on the insulin pump. The customer¿s blood glucose was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
No vibration during the self-test due to broken vibrator black wire. Insulin pump passed the displacement test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.